Event description:
It was reported that during an open lar procedure, the device missed the staples in a quarter of the circle staple line. After firing, the surgeon could pull out with a lot of difficulties; it took a lot longer than usual. The "doughnuts" were complete, so the knife worked properly. The part of the anastomosis where the staples were missing had to be hand-sutured in order to complete the anastomosis. Fortunately, the staple line could be reached by hand in this case, so an "anuspreternaturalis" did not need to be created. The procedure was prolonged 35 minutes.